Event description:
It was reported that the patient complained of shortness of breath. The right ventricular (rv) lead had a impedance warning for high tip to coil impedance. Follow up with the company representative indicated this was a one time increase and the impedance has since gone down. It was also noted that the rv lead had chronically high thresholds. The physician will continue to monitor the patient and no intervention is planned. The lead remains in use. No further patient complications have been reported as a result of this event.